Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye which observed that the tubing was separated from the third y-site. Excess solvent was identified during examination, however the tubing insertion into the y-site clearlink was according to specifications. The reported condition was verified. The cause of the condition was due to excess solvent applied during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set fell apart at the y connector while in use on a patient. It was further reported that the patient had flow of blood through the tubing that was connected to the catheter hub, however, there was no blood loss to the patient. There was no report of patient injury or medical intervention associated with this event.